Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported the patient's device worked really great for the first two programs but when they adjusted it to the third program they could not figure out the right programming going forward. Patient stated they had the device for 2-3 years, then the device could not do anything more and was not working so they decided to explant the device. Patient stated they had notified the manufacturer's representative (rep) but could not recall when. Patient mentioned they had memory issues, confirming the memory issues were unrelated to the device/therapy. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the device not working started about 18 months or after the first 2 programs and that nothing worked very well after that. The cause of the issue was unknown to the patient, but placement of the leads was determined to be correct and trying different programs did not resolve the issue. The patient indicated that the device was explanted 3 years after implant and the patient decided not to try another implant. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.